Event description:
Physician inserted lap band into morbidly obese pt and the band tore upon insertion. The band was removed in its entirety and a new lap band was placed successfully. There was no known pt injury.